Event description:
It was reported that the intraocular lens (iol) was fully inserted in the left eye and then removed and replaced in the same procedure due to bent/broken haptic. The issue was observed while inserting the iol into the eye. Another johnson and johnson iol was implanted as replacement (same model and diopter). The outcome does not significantly interfere with activities of daily life. No further information was provided.

Manufacturer narrative:
Patient weight and ethnicity: unknown; requested but not provided. Implant date: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Explant date: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluated by MFR: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes . Section d9: date returned to manufacturer: feb 14, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed the lens was cut into 3 pieces with one haptic missing and coated in viscoelastic residue. The lens was cleaned and further inspected under magnification and no damage to the remaining haptic was identified. No further issues with the lens were observed. Due to the lens being cut into three pieces, dimensional inspection on the remaining haptic cannot be performed (lens too small to fit in tilt block assembly). The complaint issue of haptic damaged was not confirmed during product evaluation. Based on the complaint investigation results, the observed issues during product evaluation could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.